Event description:
Immediately following the implantation of the subject device, high impedance (>3000ohms) associated to the ventricular lead was reported. Reportedly, an x-ray of the subject device confirmed that the lead was disconnected. The physician indicated that the lead was fully inserted during the implant procedure, and that a pull test was performed. The pocket was re-opened and the lead was reconnected, but the lead was easily removed with a pull test. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.